Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an inoperable ipg due to not charging. As a result, the system was explanted on (B)(6) 2019.